Event description:
A repair request was sent reported with an issue of " generation of noise" (including vertical line/ horizontal line/ spotted noise)-the subject can be recognized". The issue found during an unknown event. No harm was reported. No user patient harm, no user injury reported due to the event. Device return evaluation found damage on charge coupled device (ccd) unit, image noise occurred and temporary image loss was observed. This report is being submitted for damaged to ccd unit image temporary loss , cannot be seen ( defective of circuit or shielding).

Manufacturer narrative:
Reporter address- full name of the establishment is (B)(6) hospital. The subject device was received and evaluated. Device evaluation found damage on ccd unit, image noise occurred , temporary image loss was observed. The reported issue of "image noise" was reproduced and was confirmed. Additionally, the following defects/findings were identified during device inspection: due to a dent on distal end, water tightness is lost. Insertion pipe has a scratch. A-rubber has a scratch. Adhesive on a-rubber (insertion section) has a chip. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.